Event description:
The device was used during rectal surgery. Reportedly, the staples did not form properly. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.